Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified one device with unidentified side is observed that apparently white/red encapsulation and red particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported capsular contracture baker grade IV and seroma. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Healthcare professional reported capsular contracture baker grade IV and seroma. The device has been explanted. This record relates to the right side.